Event description:
The facility reported a colleague infusion device with a failure code 810:11. The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. On 4/29/2010 additional information was obtained by the customer: a baxter associate explained how to verify the air in line (ail) calibration. The customer stated that he found the (ail) calibration to be out of specification. He also stated that there was no evidence of moisture in the tubing channel.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Event description:
It was reported that after a stent was implanted in the stenosis, the guide wire and the ivus catheter became tangled while imaging as the catheter approached the lesion. The physician removed the catheter and guide wire together as a single unit from the pt's body. Catheter and guide wire use were discontinued and a new ivus catheter and new guide wire were used to complete the ivus procedure. There was no report of pt injury or extended hospitalization. It is volcano's current policy to report instances where a catheter issue may cause removal or exchange of the guide wire or guide catheter.

Manufacturer narrative:
Device will not be returned to baxter for evaluation. The device was repaired by the customer and sent back to the appropriate department. If additional information is received a follow up MDR will be submitted. (B)(4).